Event description:
A malfunction alarm identified as malf 24 was reported, indicating an issue with the pump's operation. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.